Event description:
Customer's daughter reports lancet protruding from end cap of multiclix device. Manufacturer's agent was unable to determine is lancet failed to retract prior to or after firing. No adverse event reported. A request was made for the return of the product, replacement was sent.